Event description:
It was reported that the patient presented in intensive care unit due to pulseless electrical activity (pea), unrelated to their implanted system. Upon interrogation, it was found that the patient's atrial lead exhibited high capture threshold due to lead dislodgement. It was noted that the dislodgement may have occurred during cardiopulmonary resuscitation (CPR) to address pea. No intervention was performed. The patient was stable.